Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure with an endometrial biopsy on (B)(6) 2013. Concomitantly, the patient underwent a dilation and curettage and hysteroscopy. One week following the procedure, the patient complained of abdominal pain. The patient was examined and given oral antibiotics for treatment. Two weeks later, the patient continued to complain of abdominal pain and a course of antibiotics was continued in treatment. At five week post op, the patient experienced continuous pelvic pain. She was treated with antibiotics for suspected pelvic inflammatory disease and has had a recent ultrasound, which was reported as normal. The endometrial stripe, however, measured 9 mm, which the physician opined seemed to be too thick for a patient who had recently undergone the procedure. An endometrial biopsy is planned to better evaluate the endometrial tissue.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.